Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed motor error. Customer stated his insulin pump vibrated a few times, it alarmed and now the screen had issues. The customer's blood glucose was 175mg/dl. The customer pressed the down button in attempt to rewind and screen went blank. Advised customer the insulin pump will need to be replaced, advised to discontinue and revert to back up plan. Customer agreed to return insulin pump.

Manufacturer narrative:
The insulin pump unit received with no unexpected blank display anomalies noted during testing. Unit received with full segment display due to moisture damage on all electronic assemblies. It was unable to perform pump self-test, off no power test, error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test, excessive no delivery test and operating currents meas. Due to full segment display. It was unable to verify motor error alarms and icon type anomalies due to full segment display. The motor was tested outside of the unit and passed. Unit had minor scratches on display window, cracked window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads, cracked belt clip slot and stained end cap sticker.